Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a rotator cuff repair surgery, 2 magnum devices and 1 speedscrew was used for the lateral row. The first magnum was found to be surfaced from the implant site after the deployment, a second magnum was used at the same punch hole. The surgeon performed an external manual manipulation of the shoulder, then he used the 5.5mm speedscrew for the lateral row at this time it was notice that the second magnum device was found pulled out again from the media row implant site. The device was removed, an additional bone hole was required in order to complete the surgery using a new magnum wire. No significant delay or other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that misalignment of the implant while inserting it into the bone hole, bending or twisting the inserter handle during and after insertion, and over tensioning the suture can result in damage to the implant or incomplete insertion. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.